Event description:
It was reported that the bd q-syte¿ extension set micro bores extension tube clamp on the needleless infusion connector leaked. This occurred 10 separate times during use. The following information was provided by the initial reporter, translated from chinese to english: "during the indwelling needle infusion from (B)(6) to (B)(6) 2020, the clip of the extension tube of the needle-free infusion connector was opened and the pre-injection was pushed several times.it was found that the extension tube clamp of the needleless infusion connector was leaking, which caused the need to be replaced. This problem has occurred many times recently."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9350135. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, a hole was detected within the area that the clamp component is typically used. It is possible that this defect resulted from incorrect use. If the clamp is not removed and the tubing is pulled, this type of damage may occur. It is recommended that the instructions for use are carefully followed when handling the q-syte extension set product.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ extension set micro bores extension tube clamp on the needleless infusion connector leaked. This occurred 10 separate times during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the indwelling needle infusion from (B)(6), 2020, the clip of the extension tube of the needle-free infusion connector was opened and the pre-injection was pushed several times. It was found that the extension tube clamp of the needleless infusion connector was leaking, which caused the need to be replaced. This problem has occurred many times recently."